Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 430 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's ¿cannula looked folded to the side looks like an l shape¿, thus, cannula was found bent. As treatment, a new pod was applied. Patient had 0.2 ketones.

Manufacturer narrative:
Corrosion was noted on the pcb (printed circuit board). The data download showed no alarms and no abnormalities in pulse width. There was a hole found in the soft cannula. Holes in the soft cannula reduce the ability of the product to deliver insulin to the patient. It was determined that the hole in the soft cannula contributed to the high bg¿s (blood glucose).